Event description:
Reportedly, intermittent noise sensing was observed during follow up of the ICD system. This was observed with a programmed sensitivity at 1.6 mv; the sensitivity was reprogrammed at 2 mv. Refer also to MDR: 9610579-2012-00059 (associated ICD, ovatio 6550; sn (B)(4)).

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.